Manufacturer narrative:
Additional information was received on the event on (B)(6) 2020. The patient is an 83 year old female (50 kg). Patient¿s condition improved. No biosense webster product malfunctions nor error messages were reported. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure bilateral pulmonary vein isolation (pvi) was performed for afib, and a drop in the patient¿s blood pressure was observed just before the end. Cardiac tamponade was confirmed for which pericardiocentesis was required to drain about 500ml of fluid from the pericardium. The pulsation of the heart was confirmed by fluoroscopy, and the sheath was removed when the blood pressure became stable. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s outcome is unknown. Physician causality opinion was not provided. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.